Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and a bacterial infection. The infection is believed to be in the middle ear. The recipient was prescribed amoxicillin and augmentin. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient finished the 10 day antibiotics. Additional information regarding treatment details were not provided. The recipient's issues reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.